Event description:
It was reported the device leaked. No patient injury reported.

Manufacturer narrative:
Device was returned with a cracked water tank cover, corroded drain fitting, and a bent microswitch. During testing, water leaked from the cracks in the water tank cover. The complaint was confirmed; damage was caused by customer damage. The broken components were repaired and/or replaced. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. D5 and e4 are unknown.

Event description:
Additional information was received which stated the issue was discovered during preventive maintenance. No patient was involved.